Event description:
The reporter stated that the down arrow button was not responding properly; the reporter explained that the button seemed to have a delayed response and needed to be pressed harder to respond. The reporter stated that the patient wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the contrast button was found to be intermittently responding to presses; this issue would not be likely to cause an adverse event because the contrast button has no effect on insulin delivery function. All other buttons were found to be responding normally. The keypad was removed and contamination was observed under the button contacts.